Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken IV shield with the incident lot was observed. The customer's indicated failure mode for sleeve leakage with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the rubber sleeve over the bd vacutainer® eclipse¿ signal¿ blood collection needle's non-patient end did not return to its initial position during use, and blood leaked past it and onto the patient's arm as a result. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "the rubber does not return to its initial position after the harvest and is curved: blood leak on the arm of the patient. In addition, the plastic around the needle is broken."